Event description:
It was reported that the iab was inserted without incident. At the onset of pumping, the pump experienced helium leak alarms. It was decided to exchange the pump, but the alarms continued. Then, the iab was removed and replaced and the alarms stopped. There were no pt complications.